Manufacturer narrative:
The MFR was unable to conduct an investigation of the device because it was not explanted for investigation. A review of the device history record revealed the device met applicable specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available at this time. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that there were pump stop indications, low flow and high power readings. The system controller was swapped with another system controller but the pump did not return to normal. Heparin was administered and the pump speed was increased to treat for potential thrombus. A catheter was inserted into the left ventricle to administer tpa directly to the pump. The pt unfortunately expired after tpa was administered. The MFR was advised that the pump would not be explanted for investigation.